Manufacturer narrative:
(B)(4). Upon follow up, the touch contamination initially reported was specified as the patient had touched the end of the transfer set. The patient was retrained on aseptic technique and procedure. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination, where the patient touched the end of the tubing during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized the same day. The patient was treated with unspecified antibiotics (dose, frequency and route not reported). The patient was discharged from the hospital nine days later and recovered from the peritonitis. The patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, further described as the patient touched the end of the tubing. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.